Manufacturer narrative:
The field service engineer replaced the measuring cell and performed proactive maintenance on the analyzer. After these actions, calibration and control recovery were good. Precision studies were performed and were ok. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Other text : na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ca 125 ii assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in a ca 125 value of 105.5 u/ml accompanied by a data flag. The sample was repeated on (B)(6) 2021, resulting as 19.25 u/ml. The ca 125 reagent lot was 52612401, with an expiration date of 30-apr-2022.